Event description:
Pt is a previously healthy female with a recent history of a breast reduction and "tummy tuck" procedure two days prior to event -2008-. Pt was sent home with an accufuse ropivacaine 0.5% pump inserted in abdominal incision site. Pump had a 300 ml bladder and was set at a rate of 2 ml/hr with max boluses of 2 ml/hr. On the day of the event, pt told mother she was going to "lie down" at 0900. Mother checked on pt and she appeared to be sleeping. At about 1300 hours, mother tried to awaken pt with no success. Pt eyes were open and "staring into space". Mother called ems, pt was air transported to the hospital in pea cardiac arrest. Coded x 10 mins. Pt is now intubated in ICU, with worsening renal failure and decreased responsiveness over last three days. Ropivacaine serum concentration sent out for analysis using blood sample from admit. Expect results around the following month. Ropivacaine pump was disconnected with questionable volume remaining in bladder. No air bubbles visible in bladder, so is either completely full or completely empty. Have repeatedly requested anaesthesiologist to inspect and or disassemble pump to determine remaining volume. No prodrome for ropivacaine was observed by mother, however, pt was found nonresponsive "staring into space"; possibly post-ictal. Dose or amount: 300ml; 2 ml/hr; 2 ml/hr max bolus. Dates of use: 2008. Diagnosis or reason for use: post op tummy tuck.